Event description:
Patient called alleging that meter does not power on. Patient had symptoms of feeling shaky. Patient ate food and drank beverage. Patient did not seek medical attention or call the md. When the meter does not power on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.